Event description:
Same as manufacturer report: 2030404-2011-00271, 2030404-2011-00272, 3005188751-2011-00182, 3005188751-2011-00183, 3005188751-2011-00184, 3005188751-2011-00185, 3005188751-2011-00186. It was reported while performing an atrial fibrillation ablation procedure the pt developed a cardiac tamponade. A brk needle, swartz transseptal introducer and a swartz braided sl 1 sheath were used to access the left atrium. A response ep catheter, supreme ep catheter and two inquiry steerable catheters were placed in the heart. Geometry of the left atrial was completed using a therapy cool flex catheter and the ensite classic system. Radiofrequency (rf) ablations were performed near the right superior pulmonary vein with generator setting, 30 watts, 45 degrees celsius, 150 impedance, 240 seconds and the cool point pump set at 17 ml/min. The average power delivered was 15 watts with an approximate temperature of 42 celsius. The flow rate of the cool point pump was increased to 25 ml/min in an attempt to decrease the temperature during rf applications with no decrease noted. The catheter was removed from the pt and the tip was inspected with no visualization of a clot noted. The catheter was reinserted into the left atrial and rf application continued at an increased pump flow rate of 30 ml/min and the previous generator settings. Power delivery at this flow rate reached 30 watts with a temperature of 42 degrees celsius; however, it was felt that these readings were incorrect and the catheter temperature was checked with no delivery of rf and remained elevated at 38 degrees celsius. The catheter cable was replaced with no decrease in temperature noted. The catheter was removed and replaced with a new therapy cool flex catheter. While the second catheter was being inserted into the sheath at the level of the femoral vein, the physician suspected a cardiac tamponade which was confirmed with the use of echocardiography. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
Manufacturer analysis - one therapy cool flex catheter was received for evaluation. Visual inspection revealed no anomalies. Functional testing of the device confirmed the catheter passed continuity and EKG testing. The catheter also successfully passed the pressure drop and ablation simulation test. The temperature reading met specification criteria. The catheter created a curve when deflected matching the required template. Steering force to create a curve was within specification (B)(4). In conclusion, the catheter met all inspection criteria. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.